Manufacturer narrative:
The reported events were dislodgement, failure to capture, low impedance, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and low impedance were not confirmed while the reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
The reported events were dislodgement, failure to capture, low impedance, and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and low impedance were not confirmed while the reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was partially extended and clogged with blood/tissue. X-ray inspection found no anomalies to the lead body. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
It was reported that the right atrial lead exhibited failure to capture and low impedance. An x-ray was performed, and it was discovered that the lead dislodged. During the procedure, the helix mechanism was faulty with a white plastic piece sticking out with the helix and was fractured.